Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pump exhibited travel coarse error. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information was received by the manufacturer and attached on 9-sep-2022, the event occurred during the annual testing. Customers were unaware if prior to this the errors occurred during use, there are no internal complaints stating patients were involved. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received at manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with cracked right plunger case; tamper seals were broken. The reported problem was not duplicated/verified. The investigation determined that normal wear caused the clutch halves to slip on the lead screw intermittently; parts are 7 years old. The lead screw, clutch spring and both clutch halves were replaced as corrective action. The root cause of the reported issue was traced to customer interface (the right and left clutch not operating as intended as a result of customer use). The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).